Event description:
It was reported the pt had good stimulation in the operating room during implant surgery. The lead was placed directly into the stimulator connector block. Post-operatively, the pt experienced no stimulation. Impedances on contacts 0 through 7 were >40,000 ohms. Contacts 8 through 15 were plugged. The doctor planned to have the pt return to surgery to investigate. The doctor planned to have the pt awake during the procedure and to test the lead directly. The outcome is unk at this time.